Event description:
Report received of an over-delivery with no pump alarm. The pump was programmed to deliver an unspecified amount of "normal IV fluids" at a rate of 70ml/hr. It was reported that the pt received 137ml over an unspecified short period of time. The customer stated that, "the physician was notified and there were no medical intervention or treatment necessary." There were no reported adverse pt effects. Multiple unsuccessful attempts have been made to obtain add'l info.